Manufacturer narrative:
(B)(4). The field service representative (fsr) spoke to the biomed and asked him to plug in the cooler heater and turn on the compressor. The next morning the fsr confirmed that the unit did make ice and the block formation was correct for use. The fsr suggested that the customer perform routine cleanings. The fsr ran through functional checks several times, verified that the compressor did turn on and filled all water tanks. The unit operated to manufacturer specifications and was returned to clinical use. No part is being returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.